Manufacturer narrative:
(B)(4). The patient will continue to be monitored. Records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Additional information received indicated that the system continued to exhibit low out-of-range pacing lead impedance measurements detected via the patient's remote monitoring system. Further investigation indicates that the patient has been brought to clinic yet. No additional information available at this time. The system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information via patient's remote monitoring system that this implantable cardioverter defibrillator (ICD) along with right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance of less than 200 ohms. Further investigation was made, however, no new information was obtained. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.